Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. The dongle assembly pendant was replaced. A system checkout was performed after replacing the part. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has been not received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure the dongle assembly pendant was broken. There was no patient present at the time of the issue.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.